Event description:
It was reported during a therapeutic lithotripsy procedure, smoke appeared from the laser fiber connection. The blast shield and the fiber was replaced, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.